Event description:
The event is reported as: incoming inspection alleged issue: damaged package. Complaint from distributor. No pt involvement.

Manufacturer narrative:
Device sample not received by MFR in time for this report. Photo available. A device history record (DHR) review did not show any issues related to this complaint. A visual inspection of the photo showed the package torn/broken. No other defects were noted. Assessment was conducted and no charges required. Although from the picture it was observed the package was torn/damaged, complaint cannot be confirmed due to lack of sample for investigation. However, the manufacturer will continue to trend relating complaints.